Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited high out of range pace impedances of greater than 3000 ohms on the left ventricular (lv) lead. In addition, intermittent capture was also observed at 7.5v at 2.0ms. An x-ray was performed and no abnormalities were seen. The patient was then brought in and lv pacing was programmed off. They discussed upgrading the patient's system, but a date was not set. In addition, it was noted the patient was not taking their medications during the time of these observations. At this time, this crt-d and the existing lv lead remain in service. The patient will be monitored and there have been no adverse patient effects.